Event description:
During a laparoscopic cholecystectomy procedure, it was reported by the affiliate that the clips dropped (the clips did not fall into the patient). A new device was introduced to complete the case. There was no consequence to the patient.